Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, prime anomaly and critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. It was reported that during filling tubing its going fast and insulin was coming out. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test. Insulin pump passed displacement test.